Event description:
It was reported that during the procedure to treat a de novo lesion in the mid left anterior descending coronary artery, a 3.5x38 rx xience prime stent delivery system (sds) was advanced via femoral access into a 6fr non-abbott guiding catheter, however, the rx xience prime was unable to cross due to resistance felt against the guiding catheter when advancing the sds. The rx xience prime was able to be withdrawn from the guiding catheter without resistance. A 3.0x38 rx xience prime sds was advanced into a new non-abbott 6fr guiding catheter and was able to cross and treat the lesion successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. The abbott vascular returned goods lab received the rx xience prime with a separated hypotube shaft. Additional information received indicated that the correct complaint device was returned, the separation had occurred during advancement of the sds due to interaction against both the guiding catheter and patient anatomy, and the separated sds piece was simply able to be withdrawn from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Difficult to position (guiding catheter resistance) was not confirmed. Shaft separation was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.